Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The bending section was loose/detached from the body and there was a deep scrape mark at the channel opening. The ultrasound image had one full broken element. The scope leak check passed after the second leak test after taping the rubber/distal sheath. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus the instrument channel port on the evis exera ii ultrasonic bronchofibervideoscope was found to be loose as per the recall letter. The issue was found at reprocessing. No patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be identified. It was unknown whether the loose channel port was attributed to stress or user¿s handling.